Event description:
Pt complained that during the night she swallowed part of the device.

Manufacturer narrative:
Customer was instructed to contact her prescriber for further instructions. A corrective and preventive action has been initiated.